Event description:
During in clinic follow-up, the patient reported experiencing dizziness. An electrogram (ECG) was performed and loss of capture (loc) was observed on the right ventricle (rv) lead. After the patient was hospitalized, it was decided that the rv lead will continue to be monitored. The patient was stable.